Event description:
During a pci procedure, the balloon ruptured at unknown atms. (The number of inflations and to what atms is unknown). The lesion being treated was a calcified, 100% stenotic lesion in the left circumflex. No patient injuries or complications were reported. Patient status is listed as "good."